Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a balloon angioplasty treatment procedure, the catheter froze on the wire. A non-bsc guide wire was advanced to the unspecified target lesion and then an attempt was made to advance a 2.50mm x 20mm apex balloon catheter over the wire. However, it was "impossible" to place the balloon and to make it slide on the guide wire. As the guide wire was withdrawn, it got stuck on the catheter. A second attempt was made with a second guide wire which was unsuccessful. Both devices were then exchanged. No patient complications were reported.